Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was lost in the hospital. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 10 mmol/l (180 mg/dl) and experiencing symptoms described as weakness, "colors in eyes", and a loss of consciousness. Customer was seen at a hospital where a reading of 44 mmol/l (792 mg/dl) was obtained and she was diagnosed with hyperglycemia and reportedly administered insulin and glucose via intravenous infusion. Customer remained hospitalized for five days. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 10 mmol/l (180 mg/dl) and experiencing symptoms described as weakness, "colors in eyes", and a loss of consciousness. Customer was seen at a hospital where a reading of 44 mmol/l (792 mg/dl) was obtained and she was diagnosed with hyperglycemia and reportedly administered insulin and glucose via intravenous infusion. Customer remained hospitalized for five days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Sensor kit expiration date is 30 sep 2019. The medical event associated with this complaint case occurred on (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan.